Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 500:320:844:0000, interrupting delivery. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 500:320:844:0000 was confirmed during product evaluation by baxter quality engineering. The assignable cause was not given by quality engineering as the customer refused the estimate of the repair. This pump was returned unrepaired. Should additional information be received, a follow-up medwatch will be submitted.